Manufacturer narrative:
The electrode lot number is ehv30, with an expiration date of 14-jun-2026. The calibration and qc recovery data provided were within specification. The alarm trace did not contain a conspicuous event. The customer replaced the electrodes. The field service engineer (fse) found that the electrodes were loose and installed a shim kit. The fse performed reagent primes, ise checks, and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable potassium electrode results for 1 patient sample on a cobas c 303 analytical unit. The initial result was 7.03 mmol/l. The customer questioned the result, which prompted them to repeat the sample. The repeat result was 3.87 mmol/l. No questionable results were reported outside of the laboratory.